Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: scorpio p/s fem m/s non lfit; cat # 71-5011l; lot # unknown. Series 7000 standard m/s tibia; cat # 7125-0011; lot # unknown. Scorpio m-dome patella; cat # 73-0910; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to infection. A stage 1 revision was done and a scorpio femoral component, cr insert, and m-dome patella were removed as well as a series 7000 standard tibia. Rep confirmed that no further information will be released by the hospital or surgeon.